Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarm was noted. The motor passed the motor test. No unexpected external ram crc, unexpected restart, reset anomaly or erased memory anomaly was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error; the alarm has been occurring on and off for the last two months. The most recent unexpected restart error alarm occurred while the customer was refilling the insulin pump and connecting an infusion set. The alarm caused a reboot and cleared the time and date. The patient's blood glucose at the time of incident is unknown, though the patient's blood glucose at the time of call was 250 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was recurring during normal use. The insulin pump was returned for analysis.